Event description:
Patient 2 of 10: it was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, there was insufficient blood flow and no venous return. The patient was re-drawn with a new device. There was no other health impact or consequences reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: fpa. The information for the additional common device name is as follows: d.2a. Common device name: intravascular administration set. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-oct-2025. Investigation summary: bd received samples from lot number 5171291 for investigation. A total of three devices from lot number 5171291 underwent functional testing, and all tubes filled as expected. Additionally, seven from lot number 5171291 were functionally tested, and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5171291 for the indicated failure mode: insufficient blood flow. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 2 of 10: it was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, there was insufficient blood flow and no venous return. The patient was re-drawn with a new device. There was no other health impact or consequences reported.